Manufacturer narrative:
An event regarding pain and revision surgery involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were received for evaluation. -medical records received and evaluation: not performed as insufficient patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: not performed as there is no product specific failure mode. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Pt. Complained of pain. Dr. Removed a v40 metal head and a 40mm liner and replaced the liner and head with a x3 40mm liner and a universal biolox 40mm head with sleeve.

Event description:
Pt. Complained of pain. Dr. Removed a v40 metal head and a 40mm liner and replaced the liner and head with a x3 40mm liner and a universal biolox 40mm head with sleeve.

Manufacturer narrative:
Other device listed in this report is a cat. No.: 6260-9-140; v40 cocr lfit head 40mm/+0; lot code: mln1mm. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Pt. Did not release the product.